Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Product not returned.

Event description:
As reported: "left hip was revised due to a periprosthetic femur fracture. The only implant records we have is that it is accolade2 127 stem and a +7.5mm biolox head that are revised to a restoration modular. No implants returned per hospital policy. All information the facility has on this patient and the prior surgery are included in this email." Spoke to rep, who confirmed there are no allegations against the revised femoral head.